Event description:
It was reported that on (B)(6) 2025, a 23mm epic supra aortic valve was selected for implant. The native annular dimensions were lvot 19, vmax 4.0m/s, peak gradient 65mmhg, ava 0,7cm2. During implant, while knot tying, the knot slipped through the ring, resulting in a perforation. The cuff at the right coronary annulus was torn while the knot was being tightened. The valve holder had been removed. The valve remains implanted with mild paravalvular leak. The patient remained hemodynamically stable throughout the procedure and was reported to be in stable condition.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of torn cuff during knot and perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported perivalvular leak could not be conclusively determined. The cause of the reported torn cuff appears to be related to procedural condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.